Event description:
It was reported an issue with monosyn suture. The customer (veterinarian) reported that this batch of thread is prone to breakage during normal use. Compared to other batches of thread, this batch of thread may break by hand. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 6 closed samples. Tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on the closed samples received are 2.87 kgf in average and 2.68 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 1.80 kgf in average and 0.91 kgf in minimum. These values are in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements regarding needle attachment strength. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.